Event description:
The customer reported the system stopped working due to a broken connector. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the interconnect cable connector. The system operates as intended.